Manufacturer narrative:
Per investigation by the manufacturer: the most probable root cause is an operating error due to failure to observe the warnings in the relevant operating instructions. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will not return to the manufacturing site for investigation. In the event the device returns and relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a hysteroscopy with myosure and mirena iud placement procedure, the light source was on a boom in operating room, camera and cord were lying across the patient on the bed. Once turned on, the end of the cable sparked, and the drape caught fire. The procedure was completed successfully. No harm to the patient or staff. Cross reference complaint ID (B)(4).